Event description:
During placement of the coil within the 2-3mm in the posterior communicating aneurysm, the coil size was not found to be optimal and difficulty was experienced to re-sheath the coil and the zipper failed to advance proximally. The physician had to remove the entire system. The procedure was copleted using the competitive coils successfully. Reportedly, the dcs introducer appeared "normal" when removed from the packaging. No resistance/fircation was felt during advancing the coil into the microcatheter. Continuous flush was maintained within the mc. During the procedure, the physician re-shaped the prowler 14-90" mc. There were no reported pt complications.